Event description:
It was reported that prior to use the balance middleweight (bmw) guide wire broke into pieces; there was no patient involvement. The device was not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was confirmed. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.